Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had not deployed. Upon removal of the pod from the insertion site the cannula had then deployed late. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. During investigation the needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would prevent the needle mechanism from deploying as intended were observed. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined.